Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device experienced a paddle problem. There was no report of patient involvement.

Manufacturer narrative:
It was clarified that during preventative maintenance a philips field service engineer (fse)noted the paddle set was broken.